Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. No blank display noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 168 mg/dl at the time of incident. The customer's mother stated that the screen went blank. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.